Event description:
During testing by a laerdal tech, the unit would intermittently display a flat-line ECG rather than the signal input from the test bench. In this mode, the unit could not deliver a shock.